Event description:
It was reported via repair work order that the unit was not lowering in powered or manual mode.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.